Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm coyote fc (emerge) balloon catheter was advanced for dilation. However, on initial inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.